Event description:
It was reported the physician placed two leads for a trial procedure. During the procedure, one of the leads had high impedances and was removed and replaced. The replacement lead also had impedance issues. An sjm representative was able to program around the impedance issues. The surgery was extended by approximately 20 minutes. Note that all three leads used in the case are from the same lot number.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.